Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leadless implantable pulse generator (ipg) exhibited premature battery depletion close to elective replacement indicator (eri) due to the high right ventricular output settings programmed after initial implant due to the high right ventricular capture threshold. The leadless ipg was remains in the patient and was replaced by a transvenous system. No patient complications have been reported as a result of this event.